Event description:
One day after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004 the pt presented to the cath lab and had a taxus express2 -2.75 x 20 mm stent implanted in the left anterior descending artery (lad). IV integrilin was started preprocedure. It was noted that one of the nurses stated, "the vessel looked hazy proximal to where it was stented." However, no further treatment was made. Two days later, the pt returned to the hosp complaining of severe chest pains and EKG changes. The pt was brought to the cath lab and was determined to have a subacute thrombosis proximal to the taxus stent segment. The physician then decided to balloon dilate and angiojet the thrombosis. The physician thought the pt was not tolerating the taxus stent so he placed two 2.5 x 24 mm s660 medtronic bare metal stents covering the entire taxus stent. No additional intervention was noted. Four days later, the pt returned to the hospital with abnormal lab values (unk abnormal lab values). Pt was determined to have a subacute thrombosis in the s66o medtronic bare metal stent. The physician decided to balloon dilate and angiojet the thrombosis. No additional intervention was noted. Pt tolerated the procedure.